Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial# (B)(4), product type: screening device. (B)(4).

Event description:
The manufacturing representative (rep) reported the trial was successful and the patient was going to move on to full implant. The leads were pulled on (B)(6) 2015. At the removal appointment, the patient mentioned new pain in the back, muscular, possibly from lifting something. The rep didn't know when the abscess was noted but on (B)(6) 2016 the patient went to the ER and then was transferred to a different hospital. Upon follow-up, the rep reported no new updates at the time. If additional information becomes available, a follow-up report will be submitted.